Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator and infection at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 21, 2023.